Event description:
It was reported that a user experienced a postprandial blood glucose rise to 224 mg/dl after starting ilet, with glucose returning to 130 mg/dl and into range approximately three hours later; the user received education that post-meal glucose rises can occur early in therapy while the system adapts. Symptoms included hyperglycemia. Outcomes included transient high glucose without hospitalization or additional medical care. Investigation included complaint intake review and user education on expected device behavior. Investigation of this case revealed no device malfunction and a glucose excursion consistent with early adaptation and typical postprandial response. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with expected early-use adjustment and meal-related hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.